Manufacturer narrative:
Samples were drawn in plastic bd lihep plasma tubes without a gel separator and centrifuged for 7 minutes at 3300 rpm in a swinging bucket centrifuge. Qc run before and after the event was in passing range. The samples were sent to customer product line support (cpls) and testing confirmed the root cause to be patient sourced heterophile interference.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced results within the normal reference range. Four samples were drawn from the patient and gave results in the range of 1.01-1.21ng/ml. The samples were tested on 2 alternate methodologies and the results were in the range of 0.00-0.01ng/ml on the first one and 0.01-0.06ng/ml on the second. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.